Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 28299ud00 did not show any non-conformances or deviations associated with the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 28299ud00 is within established limits and comparable with other lots in the field. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 28299ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further patient information was provided by the customer.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result on a male patient with chest pain and muscle fatigue after receiving the astra zenecca vaccine. The following data was provided (normal male range is <34.2 pg/ml):(B)(6) 2021 sid (B)(6) initial result (198 hospital) = 22670 pg/ml, repeats on dx1800 instrument (at (B)(6) hospital) = 1.3 pg/ml and 2.5 pg/ml (normal range is <19.8 pg/ml), repeat on dxl (at (B)(6) hospital) = 2.1 pg/ml and 2.2 pg/ml, cobas result = 4.81 pg/ml (normal). The patient was admitted for chest pain monitoring at (B)(6) hospital. The sample was repeated (at 198 hospital) on the architect: sid (B)(6) = 14613.4 pg/ml. New samples were collected: sid (B)(6) = 16072.3 pg/ml and sid (B)(6) = 16590 pg/ml. Sample was sent to another laboratory and repeated on i2000sr for troubleshooting = 12702 pg/ml. No impact to patient management was reported.